Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices were not returned for evaluation and remained in the patient. There were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed. However, the cuff and the main body stents were the same diameter size, which represented a cautionary product use. Other contributing factors involved unresolved endotension, and manipulation of the system post index (coiling). There was substantiated evidence of: an endoleak ii and ima coiling prior to (B)(6) 2013 (55 months post index); endoleak ii right mid aorta; endoleak iiib and another secondary procedure 66 months post index. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be conclusively determined based upon available information.

Event description:
It was reported that approximately 66 months post implant of a bifurcated device and two infrarenal aortic extensions, an endoleak was identified. Reportedly, the patient had multiple embolizations for type 2 endoleaks. In addition, a computed tomography identified a faint leak, however, it couldn't be identified with an angio. The sac appeared to have enlarged and the physician elected to reline with an infrarenal aortic extension at the proximal portion of the graft due to the leak identified in the CT. It is unknown if the endoleak has been resolved. Additional note: couldn't identify an endoleak of any kind with the angio.